Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the coil wire of the catheter went outside the extrusion during use. The customer returned one snaplock adapter and an epidural catheter (reference attached files (B)(4). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the extrusion and coil wire is severely stretched at the distal end. The stretching begins approximately 10cm from the distal end. Also, coil wire can be seen broken and stretch outside of the extrusion approximately 50mm from the distal end (reference attached files (B)(4). The distal tip is still intact. The proximal side of the catheter appears to be intact as no damage was observed. The catheter appears to have been used as adhesive residue is present on the catheter body exterior. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter using a ruler (p0190). The returned catheter extrusion measures approximately 97cm. The extrusion and coils appear to be stretched at the distal end of the catheter. This is why the catheter is well beyond outside of the specification of 88.5-91.5 cm per graphic kz-05400-002 rev. 08. Specifications per graphic kz-05400-002 rev. 8 were reviewed as a part of this complaint investigation. The IFU for this kit, sz-05400-116b; rev. 1, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." The reported complaint of the coil wire going outside the catheter's extrusion was confirmed based upon the sample received. The catheter showed signs of significant stretching at the distal end. And coil wire could be seen stretched outside where the extrusion was stretched and broken approximately 50mm from the distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received and the observed evidence of the coils and extrusion being stretched at the distal end, operational context caused or contributed to this event.

Event description:
It was reported that in the maternity department, the metallic wire of the catheter went out of the sheath. There was no consequence for the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the maternity department, the metallic wire of the catheter went out of the sheath. There was no consequence for the patient.